Event description:
It was reported that the cannula port had popped out several times, and that they experienced a few occlusions. There was no patient harm or no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.